Manufacturer narrative:
Device was evaluated at customer site in (B)(6). Service technician provided the following information: xenon lamp life was observed to be more than 500 hours. The xenon lamp from a third-party supplier was installed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device exhibited error e103, lamp does not ignite. The issue occurred during an abdominal surgery. The intended procedure was successfully completed with a similar device. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered, as a result of on-site investigations, it was determined that the cause of the phenomenon was that the lamp itself deteriorated or the lamp did not turn on due to its service life resulting in an e103 error message. Additionally, following the IFU (instruction for use) , the phenomenon can be prevented. Instruction manual states: before use, thoroughly review this manual and the manuals of all equipment that will be used during the procedure and use the equipment as instructed. Keep this and all related instruction manuals in a safe, accessible location. If you have any questions or comments about any information in this manual, please contact olympus. The light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. Olympus will continue to monitor complaints for this device.